Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on (B)(6) 2023. Investigation codes and conclusion will be provided in an additional submission.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The dc jack connector of right ang ext cable was observed to be properly seated on the cardiomems i3 connector cover prior to disassembly. Visual inspection of returned material revealed no discrepancies or discernible damage. Unit was returned with software version i3.2020.1109-r8975 installed. No software malfunctions or anomalies were observed. When the power supply was connected to an outlet by way of the power cord, its led illuminated solid green as intended. Unit was powered on successfully multiple times without any issues. Unit powered on immediately when the dpdt switch was pressed. Manipulation of power supply connection at various areas while unit was powered on produced no intermittent malfunctions or deficiencies. Unit passed diagnostic test. Complaint of ¿customer stated there was an exposed wire on the black connector plug¿ determined to be unconfirmed. Investigation results for alleged damage to return product concluded to be no issue found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.